Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28584. It was reported that the patient presented to the hospital with dizziness on (B)(6) 2021. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead which led to inhibition of pacing. The physician performed lead revision procedure where the rv and ra leads were capped and replaced on (B)(6) 2021. The patient was in stable condition.